Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer stated she expirienced high blood glucose levels because of the leak. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.